Manufacturer narrative:
There were multiple 510k numbers. G4: PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, there was missing gel that caused two (2) tubes to have poor separation. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, there two (2) tubes with poor separation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The MDR submitted with MFR report #: 1917413-2026-00252 was submitted with the incorrect event and is considered a non reportable malfunction. This MDR is considered cancelled.